Manufacturer narrative:
Addition: date of event was provided and entered in this follow up. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Per recommendation of the amo technical support specialist, the following three parts, advantech single board computer (sbc), instrument manger and network adapter printed circuit board assembly (pcba) were ordered and replaced on the unit to resolve the issue. The system was monitored until (B)(6) 2015, which it was found performing properly. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.